Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the arc movements were not working correctly. Upon functional testing, fse checked the error log and revealed that there was a z1 movement issue, and it was escalated to the factory as it was an intermittent failure. After following the factory's recommended tests, fse determined that the z1 movement motor engine had issues. To resolve the issue fse replaced the z1 motor engine. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arc movements were unavailable. The device was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.